Event description:
It was reported during an implant procedure that the implantable cardioverter defibrillator failed to be interrogated via radiofrequency. The device was successfully exchanged. There were no patient consequences.

Manufacturer narrative:
The reported field event of no rf telemetry was confirmed. The cause of the rf telemetry issue was found to be a firmware anomaly. After the device¿s firmware was reloaded, the device communicated normally with both rf and inductive telemetry. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.